Event description:
The customer reported to olympus that during a therapeutic lap chole procedure, the video on the video system was flickering but the endoscopic image was visible. The flickering image was not observed at the time of inspection. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image coming from the digital visual interface (dvi) signal output port due to a defective circuit board. This report is to capture the reportable malfunction of a defective circuit board causing no image on the dvi port noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. An additional issue with the terminal bending of the video connector socket was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the malfunction occurred due to irregular external force was applied to the area around the diode on the md board, causing damage to the diode. Olympus will continue to monitor field performance for this device.